Event description:
I had the essure birth control procedure done in (B)(6) 2013. Since the procedure, I have had serious problems. I am attributing this to essure because prior to the procedure, I was not having serious pain and problems like I am now. I have had very painful breasts, sharp pains in my hips, chronic back pain, spasms in my back, pain in my hips, leg pain, numbness in my legs, feeling like my leg would give out, red dots on my back and chest, humungous pustule pimples on my back, neck, and face, limping when walking, inconsistent and painful periods. Feeling of being pregnant, labor pains with period. I have pressure to urinate all the time, I have pain in my back sometimes when I have a bowel movement or urinate. I have gained weight and been unable to lose since getting essure. I have had my first uti of my life since I got essure, and have a lot of uti symptoms all the time, however, when I get checked I don't have a uti. I get chills, feel achy, lethargic; and also have waves of exhaustion. I have at times been able to take care of my kids, work, and lead a productive life. I have gone to various doctors with different aches and pains. I have had an x-ray, MRI, and cat scan. I have also had blood work. My father is an orthopedic surgeon and said my back pain is not consistent with orthopedic issues, my other doctors have all pointed me to the gynecologist.